Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, there is possibility that the reported event was caused by the foreign material entering the pipeline of the balloon channel during the procedure. If additional information becomes available, this report will be supplemented.

Event description:
The user could not insert or remove the brush into the balloon channel, and the balloon channel was clogged with a foreign material. There was no report of patient injury associated with this event.